Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the anchor was deformed. This was detected during an anterior cruciate ligament reconstruction procedure on (B)(6) 2025. Ar-2324ptb and ar-1927pb were used to prepare bone socket. Then, using anchor to fix 4 sutures, but the anchor became deformed. A new anchor was used instead but same failure occurred. Procedure was finally and successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324pslc instead. There were no fragments left in the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324pslc serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the distal and proximal end of the anchor is damaged/warped. The distal end of the outer shaft of the device was also damaged on the distal end. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Complaint allegation is confirmed.